Event description:
As reported, patient underwent left inguinal hernia surgery with implant of perfix light plug, post implant of the mesh patient experienced with pain, swelling in the left inguinal area. It was further reported that, patient underwent ultrasound for reported issue which revealed the sub incisional hematoma and was placed on a negative pressure drainage ball after removing the stitches. It was reported that patient was recovering well.

Manufacturer narrative:
As reported, the patient was diagnosed with a hematoma post implant of the perfix light plug. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. Hematoma is a clinically understood potential complication of surgery/use of the device. The instructions-for-use supplied with the device lists hematoma as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."